Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from this patient's physician that during the implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a mitral valve due to regurgitation despite initially looking "quite good on hand injection." No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.